Event description:
Device 2 of 2. Reference MFR report# 1627487-2014-20414. It was reported the patient experienced loss of therapy. Reprogramming was unsuccessful. X-rays determined fracture on one of the leads. Surgical intervention will be taken at a later date to address the issue. The patient received two scs leads. It is unknown which lead is related to the issue. Therefore, both are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.